Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized three times with diabetic ketoacidosis between the months of (B)(6) 2016. Customer was hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptom of nausea and vomiting. Customer was hospitalized due to diabetic ketoacidosis and was treated in the intensive care unit with insulin IV drip. Customer was wearing insulin pump at the time of hospitalization. Customer reported that buttons on insulin pump were not responding and blood glucose rose to 1200 mg/dl. Insulin pump was replaced.